Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the lesion characteristics was the anterior communicating artery aneurysm, saccular, 3.53 × 2.64 mm. The echelon (145-5091-150) had abnormal coil delivery and was the only device reported for this event. There was catheter resistance at the distal section of the catheter, no damages were observed on the catheter after removal. Continuous flush was administered during the procedure. Overall the procedure was completed after the third echelon 10 microcatheter was used the coil was delivered successfully. The product was stated to be from a consignment stock, cycle counts are conducted once per month; the distributor has been urged to change this to twice per month. It was also stated that the product was used by the clinical site within its expiration. Date

Event description:
Medtronic received a report of a echelon 10 encountered large resistance during delivery and retrieval. The patient was undergoing surgery for treatment of an aneurysm. It was noted the patient's vessel tortuosity was minimal. The access vessel was the femoral artery with a 4.33mm vessel diameter. It was reported that an echelon 10 was advanced under the guidance of a 0.14 synchro neuro guidewire and was placed into the aneurysm sac in place. During the guidewire-guided advancement of the echelon 10, the operator reported large resistance. A prime coil was delivered through the echelon 10; however, when it was delivered to the distal end of the microcatheter, it could not be smoothly pulled out. The echelon 10 was then replaced with a new one. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The catheters were flushed as indicated in the IFU. Ancillary devices include a 0.14 synchro neuro guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 coding update: possible expired product used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.